Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged pins and voltage changes were confirmed via review of the submitted photos and log files. The submitted log file from the damaged controller contained information spanning approximately 10 hours on (B)(6) 2022 (4:53:32 to 14:53:36 per timestamp). Intermittently throughout the data, the rsoc of either power cable was observed to fluctuate below the typical ~14v to values as low as 13.4v. These fluctuations in voltage did not result in the activation of atypical alarms and did not impact the ability of the controller to operate the pump at the set speed, as it maintained a speed above the low speed limit throughout the data. The heartmate 3 system controller (serial number: (B)(4) was not returned for evaluation; however, the submitted photos revealed that one pin was damaged in each of the controller¿s black and white connectors. The damaged pins were observed to be correlated to the rsoc of the cable; therefore, the voltage fluctuations were determined to be related to the pin damages. However, the root cause of the pin damages could not be conclusively determined through this evaluation. Review of the device history record for (B)(4) showed that the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller power cables were not working properly; according to the patient, this issue had been occurring for at least a few months although no troubleshooting had been performed. Upon interrogation it was noted that both power cables were missing a connector pin. The controller was exchanged. Log file analysis of the exchanged controller captured rsoc voltages dropping into the 13 v range on both power cables. No other unusual events were noted. Log file analysis of the patient's backup controller was unremarkable.